Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The fse confirmed that there was a disconnected tubing at a port of the blood sampling valve (bsv). The tubing was replaced to resolve the issue. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that about 5 ml of diluent leaked from the coulter lh 750 hematology analyzer and was contained around the blood sampling valve (bsv) /probe area. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.